Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and tamponade. Aspiration treatment by drainage was performed. It was uncertain whether the perforation was caused by the right atrial (ra) lead or right ventricular (rv) lead or from another cause. Both leads remain in use. No further patient complications have been reported as a result of this event.